Event description:
--

Event description:
Information was later received that during the revision procedure, a guidewire could not be inserted into the lv lead. Therefore, the lead was explanted and replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow-up procedure, the left ventricular (lv) lead noted increased threshold measurements and loss of capture as a result of lead dislodgement. The device was reprogrammed until the revision procedure was performed. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted a cut in the insulation at one of the tines and coils at this location were kinked. Laboratory testing was unable to reproduce the reported clinical observations.